Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was squirting insulin during the manual prime process. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. Customer stated that the insulin has crack on the top corner of the screen and does not receive low reservoir alerts always. The device will not be returned for analysis.